Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detail investigation could not be performed for the reported complaint. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after sealing various vessels during a sleeve gastrectomy, there was continual bleeding after each seal. Even after multiple seals there was still bleeding. An end tone was heard. A second device was opened and used to reseal vessels that were problematic. The second device sealed without bleeding. There was no patient injury.